Event description:
This lv lead was implanted on (B)(6) 2015 and remains implanted at this time. A call was placed to technical services on (B)(6) 2016 stating that on (B)(6), they changed lv lead configuration from lv ring to rv to lv tip to lv ring 2. Since then impedance increased from 950 to 1800 ohms and today 2226 ohms. They received an alert for lv impedance high and changed the lv alert to 2250 ohms. Isometrics and maneuvers were performed and the impedance was 2010 to 2026 ohms without noise. The physician was dr. (B)(6) at (B)(6) health service in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).